Manufacturer narrative:
Combination product: yes.

Event description:
Lead integrity alert (lia) triggered due to 2 or more high rate-ns episodes < 220 ms and sensing integrity counter >= 30 in 3 d. Intermittent right ventricle (rv) over-sensing noted on stored egms (electrograms). Sensing integrity counter - shows 158 short v-v intervals. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). No device details are available. Received voluntary anonymous medwatch report, mw5167856.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.